Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation is a rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture, ¿a 5 x 2 mm cluster of cysts¿, and ¿a stable hypoechoic oval well-circumscribed mass¿. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, underweight. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior due to an unidentified (tear) opening.

Event description:
Healthcare professional reported a left side rupture, ¿a 5 x 2 mm cluster of cysts¿, and ¿a stable hypoechoic oval well-circumscribed mass¿. Device has been explanted.